Event description:
Lobectomy procedure. Ralc30 dlu partially stapled and cut. The staples in the middle of the stapling row were not formed and a leak developed. Manual over-sewing was used to complete the case without further incident.